Event description:
Related manufacture reference number: 2017865-2024-33681. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator performed inappropriate shock due to inappropriate interpretation of signal and right ventricular lead noise oversensing. No interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: d1, d2b and d4 is corrected.